Event description:
It was reported that as lvp 20d dehp 3ss cv leaked. The following information was provided by the initial reporter: material no: 2426-0500; batch no: 20083344. It was reported that after tubing was inserted into IV pump, rn noticed leaking on the floor. The leak was coming from the tubing portion that was inserted into the pump.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of tubing leaking at the lower fitment of the pumping segment could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 20083344 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
Date of birth: unknown. The initial reporter also notified the FDA on 29 march, 2021. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv leaked. The following information was provided by the initial reporter: material no: 2426-0500. Batch no: 20083344. It was reported that after tubing was inserted into IV pump, rn noticed leaking on the floor. The leak was coming from the tubing portion that was inserted into the pump.